Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.

Event description:
General report received of an unspecified number of undocumented incidents of the delivery taking longer than expected. On unspecified dates and times, the pump was programmed to deliver unspecified chemotherapeutic agents. No specific patient information or programming parameters were provided. After unspecified lengths of time, it was noted the deliveries were taking longer than expected. There were no reported adverse patient effects. No medical interventions were required. After each event, the pump was taken out of clinical service and was "put in the corner." The therapies were resumed using replacement pumps. The customer contact stated that after the events, the device continued to be placed back into clinical services as needed. Though requested, no additional information was provided.